Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with the user regarding an issue with a cubie that had prevented recovery. The user was able to access and release the failed cubie, which appeared to have been isolated to that pocket. The fse call was closed as the customer resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pocket was failed. User cannot get into the pocket and unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.